Event description:
It was reported to philips that the 3d computer failed to boot and an ip conflict caused transfer issues on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service resolved the ip conflict and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).